Event description:
In 2009, baxter was informed that a home patient was hospitalized for twelve days the same month, with bacterial peritonitis. The patient had been receiving peritoneal dialysis on a homechoice machine. The patient had signs and symptoms of abdominal pain and cloudy effluent. The effluent was analyzed on the first day, culture performed and microorganism identified was rothia mucilaginosa. Remedial therapy was given to the patient and included rocephin and vancomycin. There were no exit site infections, but there was a break in aseptic technique. The patient was not using the flexicaps properly. The patient was retrained and reuses supplies, specifically the drain lines. The patient is still on antibiotics, but there is clear fluid.

Manufacturer narrative:
The device was discarded and is not available for evaluation.